Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when post open heart procedure a dramatic high, out of range, low voltage inadequate capture threshold issue was observed on the ra lead. Lead was explanted and a new lead was implanted. The device and the rv lead was electively explanted due to the physician opting for an one hundred percent magnetic resonance imaging approved system. No further information available.